Event description:
It was reported that the baxter j-loops tubing separated from the blue cap. This occurred when the nurse took the device out of the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This is a re-submission of the original initial report that had been previously submitted on 18 dec 2015. Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.